Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2016 with the following findings: investigation revealed that the keypad was peeling, but all buttons were responsive. The keypad cover was removed and contamination was found under the up arrow, down arrow and ok button contacts. The display was dim and discolored and the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that contamination was found under the button contacts, the display was dim and discolored and the battery compartment was cracked. This report is made based on results of investigation completed on 02/12/2016.